Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a solicited report by a physician from (B)(6) of peritonitis with culture positive for staphylococcus caprae in a patient coincident with extraneal viaflex and physioneal, unspecified product therapies. In (B)(6) 2010, the patient experienced bacterial peritonitis manifested by cloudy effluent and abdominal pain. On (B)(6) 2010, the patient began remedial therapy with an unspecified antibiotic regimen (dose and frequency not reported, ip). The physician stated that the plan was to transfer the patient to hemodialysis in the middle of (B)(6) 2011. It was not reported whether extraneal viaflex and physioneal, unspecified product therapies were ongoing. At the time of this report, the event of bacterial peritonitis had not resolved. The physician considered the event of bacterial peritonitis to be possibly related to extraneal viaflex and physioneal, unspecified product therapies. Upon follow-up with the physician on (B)(4) 2011, it was found the patient improved with the unspecified antibiotic regimen. The event outcome of peritonitis with culture positive for staphylococcus caprae was resolving.